Manufacturer narrative:
Manufacturer ref. No.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported constant downstream occlusion alarm, which was reproduced during testing. Downstream occlusion alarms were confirmed through a review of the event history log. During the evaluation, the downstream tubing guide shim was found out of specification. The downstream tubing guide shim was adjusted to correct this condition.

Event description:
It was reported that a spectrum pump had the symptom "down stream snsr," which was clarified during baxter's evaluation as a constant downstream occlusion message. It was also reported there was no patient involvement.